Event description:
It was reported that the lead exhibited post sensed t-wave oversensing. Egms revealed that qrs and t-waves were of equal amplitude. The physician elected to replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.